Event description:
It was reported that the patient presented to ER in cardiopulmonary arrest. Upon interrogation, the device delivered five episodes of vf but the first four were aborted because the detected rate fell below the programmed threshold. The fifth episode was appropriately delivered and terminated the arrhythmia. Patient required ventilatory support due to anoxic encephalopathy. The patient made a full recovery.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.